Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for p arkinson's dual and movement disorders. It was reported that the patient was getting good therapy control but there were electrode impedances of 3450 ohms on c8. It was confirmed that there were no falls or trauma related to the issue. Follow-up revealed that there was a potential open circuit on the right stn lead as monopolar impedances on contact 8 were 3453 ohms while bipolar (8 with all other contacts) ranged from 3196 to 3847 ohms. Palpations were performed over the lead/extension connection but no changes in the impedance values were noted. Impedance readings were also taken while the patient changed his neck position, but again no changes were noted. The rep also confirmed that the cause of the impedances remains unknown and the health care provider (hcp) was notified of the issue. No symptoms were reported.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.